Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, a decrease in sensing and increase in capture threshold were observed. Myocardial infarction was suspected. The lead was explanted and replaced. The patient was in good condition after the event.